Event description:
A (B)(6) in peds ccu for seizure disorder, on the ventilator for respiratory distress but was in the process of weaning and oscillation (high frequency ventilation) had been discontinued, unspecified inotrope had been discontinued. Was reported to be receiving only epinephrine, fentanyl, and lactated ringers IV. It was reported that channel b was infusing fentanyl, 2000 mcg/40 ml diluent, via syringe adapter set, channel c was infusing lactated ringers with 20 meq kcl, via standard pump set (rate unknown), and channel d was infusing epinephrine 2 mg/50 ml ns, via syringe adapter set. An extra (full) fentanyl syringe that had been prepared on the previous shift was laying on top of the system near the epinephrine infusion module. At some point the epinephrine syringe volume was getting low, so the user mistakenly grabbed the fentanyl syringe and changed the epinephrine syringe with it. No second nurse verification was done. Within a few mins the pt's blood pressure began to fall (per customer no actual values available), so they began titrating the rate up on channel d, mistakenly thinking it was epinephrine, with no response. The pt continued to experience dropping blood pressure and had respiratory distress; the wrong syringe went unnoticed for an unk period of time, somewhere around 1-2 hours, and reportedly they kept increasing the rate on it due to the pt's apparent lack of response to titrating the dose up. Customer is not sure of the time frames and in doing their investigation they cannot understand the device log entries to be able to understand the timing of events, and is requesting a device log review. No device failure is alleged, they only want a log analysis to complete their investigation.

Manufacturer narrative:
(B)(4). No allegation of a device malfunction was made by the customer. The customer's request for a log review was completed and the summarized report, including infusion programming, was provided to the customer. Programming identified that fentanyl was not an active infusion during the time period in question. The root cause of the customer's experience was reported to have been a user issue. Customer has acknowledged that as a result of the event and the log findings they have identified multiple process issues they need to address to prevent recurrence of this type of event.